Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported due to the patient's failure to recharge her scs system, the ipg became inoperable (date of event unknown). Reportedly, surgical intervention was undertaken on (B)(6) 2015 during which time the entire system was explanted and replaced with new devices. (Reference MFR report#1627487-2016-00426) regarding the lead issue (ineffective stimulation).